Manufacturer narrative:
The root cause for the reported issue of pump alarmed - occlusion medication side was not determined. The reported issue that there was pump alarmed - occlusion medication side could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medsun report from FDA which states, pump beeped at 1626 'occlusion medication side.' Tnb bag was empty, drug was still in the short primary line and drip chamber. Writer opened channel and tubing inside the channel was collapsed on itself. Writer massaged tubing and attempted to restart channel. Channel rang same alarm. Writer and rn assessed situation. Unable to use ns to back flow tubing from flush line. Estimated amount of drug left in tubing was 10-15 ml when drug was stopped at 1626. Pharmacist updated. Will e-mail crc to inform. Will remove pump from circulation. IV pump went to the biomed department". There was no patient impact. It was reported that the tubing was new at the time of use. There was no patient harm. The patient was in the hospital for "c16 d1 teneobio tb383b". The medication was ordered to infuse via 0.2 micron filter, administer 1st infusion over 2 hours (+/- 10 minutes) and if no infusion reaction occurred with the 1st infusion, subsequent infusions can be administered over 1 hour (+/- 10 minutes). The maximum infusion rate is 250 ml/hour (i.e. To complete over 1 hour). Although requested, the devices were not available to be sent to the manufacturer for further investigation.